Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have experienced an occurrence of a failure code 38 on pump two. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event. The cause was identified to be a defective left force sensing resistor on pump two. To correct this condition, both force sensing resistors on pump two were replaced and calibration verification was performed. If any additional information is received, a follow-up will be sent.